Event description:
Prosthesis was implanted about nine (9) years ago. Patient was involved in auto accident in february 1992. After complaining of thigh pain, x-rays were taken and showed that the prosthesis had fractured. On 10/2/92, implant was removed and new mod-moore prosthesis was implanteddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.